Event description:
It was reported by the customer that while using the bd pyxis¿ anesthesia station es, user was unable to log in. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in. A technical support specialist used ka 000011541 to enable cfnapp auto-login, rebooted the station, and confirmed that the med application launched automatically. The technical support specialist then enabled credential manager on the station and found that the device's managed mode was "disabled." This was changed to "managed." The system functioned as intended after the technical support specialist troubleshot the device.